Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two polyps that had stalks of approximately 2 to 3 mm with big heads were removed. An attempt was made to remove the third polyp but the snare loop would not extend nor retract. The physician observed that the handle felt light when it was actuated and he suspected that the handle cannula was detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned product found the handle cannula detached, handle cannula bent and the catheter slightly kinked. The handle cannula presented marks from the handle assembly process. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the handle cannula detached. The detached handle cannula makes the device inoperable. In addition the handle cannula was bent and the catheter kinked. The handle cannula detachment was caused by a dimensional issue of the finger ring component which is related to the component molding. There is an investigation in place to address this issue. Review and analysis of all available information indicated the most probable root cause for this event was design. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two polyps that had stalks of approximately 2 to 3 mm with big heads were removed. An attempt was made to remove the third polyp but the snare loop would not extend nor retract. The physician observed that the handle felt light when it was actuated and he suspected that the handle cannula was detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.